Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper has been returned and evaluated by the failure analysis team. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.59mm. The grips were not found to be cracked. Components adjacent to this bent grip do not show damage. Additionally, the instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode was exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the long bipolar grasper jaws are misaligned. The procedure was completing as planned with no reported injury.